Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, several conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and sleevehead, and there was apparent explant damage. The analyst noted that there was blood and tissue in the helix, and the helix appears stretched as it looks to be fully retracted but still distal of the end.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was high right ventricular lead impedance and alert was triggered. It was further reported that there was high threshold and no capture. The lead was explanted and during the implant of the replacement lead, there was difficulty with the helix and no capture initially but it was fine after pace/sense lead pin was removed and reinserted. The device remains in use. No patient complications have been reported as a result of this event.